Manufacturer narrative:
The technician found one of the gas springs leaking fluid. The technician replaced the gas spring to repair the stretcher.

Event description:
Info received indicates the head of the stretcher will not lower.